Event description:
The hcp reported the pt presented in 1/2003 with signs of an infection of the device pocket. These included fever, redness, swelling, and pocket erosion. A culture of the device pocket was done. The results were not reported. The pt was treated with IV antibiotics and total device system explant. The pt outcome was reported as ongoing.